Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone, the insulin pump wasn't working. The keypad on the insulin pump wasn't working. Customer was outside working, sweating, and may have gotten wet. Customer's blood glucose was unknown. The esc button is not responding. Customer' sister was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Unit had intermittent esc and act button response due to corroded keypad traces. No unexpected numbers ramping scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.